Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 32x3.5mm target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 32x3.50mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noticed that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that stent struts on the most proximal stent row were lifted. The undamaged section of the crimped stent od (outer diameter) was measured and was within the maximum crimped stent profile measurement. Stent damage most likely occurred during the withdrawal process. A visual examination of the bumper tip showed no signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bicomponent bond showed no signs of damage or strain. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 32x3.5mm target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 32x3.50mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noticed that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.